Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Revision of rev ii humeral & glenoid. Revision. Hard to get both stem and glenosphere out. Gt fracture and glenoid bone loss. Reason for revision: pain, suspected potential infection.

Event description:
Revision of rev ii humeral & glenoid. Revision. Hard to get both stem and glenosphere out. Gt fracture and glenoid bone loss. Reason for revision: pain, suspected potential infection.

Manufacturer narrative:
Additional information received by reporter that spacer was not used on primary surgery. Therefore the device will not be investigated.